Manufacturer narrative:
Olympus inspected the device at the service department of olympus(B)(4) and found followings; -the reported event was reproduced. -there were signs of corrosion on the front connector. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that no endoscopic images were displayed when the 180 series olympus endoscope and device were used in combination. It was found during a periodic inspection. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; a temporary malfunction occurred due to deterioration of parts of the printed circuit board. The connection between this device and the endoscope was poor due to insufficient fitting of the connector or foreign matter adhering to the electrical contacts. If significant additional information is received, this report will be supplemented.